Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that 30 degree balanced distal end of the tip was not 30 degree but more 45 degree during surgery. The procedure type was unknown. There was no information about any patient impact. Additional information has been requested but none received till date.